Event description:
The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and inflammatory nodule this is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of ¿rupture¿, ¿extensive extracapsular fluid around the implant¿, ¿mass in the left breast at 3 o'clock approximately 4cm from the nipple presumably corresponding to the patient's palpable lump that does not have silicone signal¿, and ¿palpable lump at 1 o'clock, 8cm from the left nipple corresponds to a 15x6mm echogenic lesion with posterior snowstorm artefact. It is consistent with a silicone granuloma. There is a similar 11x7mm silicone granuloma at 1 o'clock, 10cm from the nipple¿ the device remains implanted.